Manufacturer narrative:
Testing and investigation found the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The probable cause was a loose motor due to the under application of the adhesive seal or the adhesive seal being applied over grease. During a review of the device history a s321 alarm "pump qep count low" was noted. The probable cause may be due to a broken encoder on the motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated "alarms malfunction s421". No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.